Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Caller requested MRI guidelines. It was unknown if the MRI was due to a problem with the device or therapy. Patient was in hospital for worsening pain. Caller stated patient experienced acute worsening back pain which started approximately a month ago and became worse in the last week. Caller did not know who the managing doctor was. No further complications were reported/anticipated.